Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 48.9 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.